Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. The unit was installed the hrsv into the printed circuit assembly (pca) test system and powered up with normal with good image. It's passed the voltage check test, noise test, and ergo test. The unit was tested with one hour power cycles without triggering any error. Isi contacted the site and obtained the following additional information regarding this event: system functionality was checked upon powering on the system. System initially powered on with no errors. The surgeon completed the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting no image on the right ssc, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An RMA was issued to evaluate the affected hight resolution stereo viewer (hrsv) unit. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical without lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the right eye on the surgeon side console (ssc) was black. The caller reported he had power cycled the system twice prior to the call, but the fault persisted. The isi tse checked live logs, but no related error messages were present. The isi tse guided the caller through a hard power cycle/emergency power off (epo) including disconnecting and reconnecting a blue fiber cable (bfc) on surgeon side console (ssc). This did not resolve the issue. The isi tse informed the caller system needs to be repaired. The caller stated he will proceed with the surgery using only one eye. The procedure was completed as planned with no reported injury and a 15¿30-minute delay. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.